Event description:
It was reported to boston scientific corporation that a flexima stent was used in an unknown procedure. According to the complainant, the physician reported an "issue" with the device on 4 separate occasions. Patient information is unavailable. Multiple attempts have been made to obtain additional information.

Event description:
It was reported to boston scientific corporation, that a patient had recurrent infections over a period of four years. A computed tomography (CT) scan was completed and the results revealed a foreign object identified as a flexima stent suture with edema and scarring attached. It is unconfirmed if the suture was removed.

Manufacturer narrative:
Additional information: was product problem, now product problem and an adverse event. The "describe event or problem" field has been updated with additional information. Component (B)(4) and component (B)(4) relates to device (B)(4) for the reported event of stent suture detached.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
The investigation analysis indicates this device may have been part of field action z-1346-2009.

Event description:
It was reported to boston scientific corporation, that a patient had recurrent infections over a period of four years. A computed tomography (CT) scan was completed and the results revealed a foreign object identified as a flexima stent suture with edema and scarring attached. It is unconfirmed if the suture was removed.